Manufacturer narrative:
Concomitant medical products: 5092-52 lead, implanted: (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible atrial undersensing noted on the current electrogram (egm). It was noted the atrial lead was already programmed to maximum sensitivity. The lead remains in use. No patient complications have been reported as a result of this event.